Manufacturer narrative:
Investigation results will be provided on the final report. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer report number 1627487-2019-08160. Related manufacturer report number 1627487-2019-08165. It was reported that when patient presented to the clinic for a follow up visit, upon lead interrogation high impedance issue was confirmed via diagnostic testing. Patient denies any falls or traumas which could have caused the high impedance issue. Programming changes were unable to be made. A full system revision procedure is anticipated in the near future and the implantable pulse generator would also be replaced to provide newer therapy. Patient currently has no therapy access. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-08160. Related manufacturer report number 1627487-2019-08165. New information received states that the device system was explanted and new device system was implanted. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.